Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold cn, the device experienced red cell hang up. This event occurred 5000 times. The following information was provided by the initial reporter. The customer stated: defects: after blood collection,occurred red cell hang up issue. Quantity: 50000 pieces. Impact: no impact on interviewees and others.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected form bd inventory for evaluation and upon completion, no issues relating to red cell hang up were observed. 30pcs retained samples of lot 1147703 were tested on additive amount, 100pcs costumer returned samples checked additive appearance, all results met the product specification. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to or confirm the customer¿s indicated failure mode, red cell hang up, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retains and control samples tested, demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for red cell hang up. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold cn, the device experienced red cell hang up. This event occurred 5000 times. The following information was provided by the initial reporter. The customer stated: defects: after blood collection,occurred red cell hang up issue quantity: 50000 pieces impact: no impact on interviewees and others.